Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low draw with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for low draw was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to duplicate or confirm the customer's indicated failure mode. 5 tubes were returned, and when draw-tested, drew between 4.24 and 4.28 mls of deionized water, confirming the reported defect.

Event description:
It was reported that the draw on several bd vacutainer¿ venous blood collection tubes did not meet the fill line. No serious injury or medical intervention reported.